Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The eccentric 75-80% stenosed lesion was located in the proximal lad which demonstrated a timi-2 distal flow. The physician attempted to advance the 2.75x24mm taxus express2 drug eluting stent, but could not cross the lesion. The device was inserted once and when the device was removed from the pt the stent was no longer on the balloon, it had completely dislodged from the catheter. The stent was not found anywhere in the sterile field and was not located in the pt using fluoroscopy. The physician assumed that the stent remains in the body. The vessel was then dilated with a 2.5x15mm balloon and the procedure was completed with a 2.5x24mm taxus express2 drug eluting stent. No additional pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.